Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under the precedence of "stent kinked". As reported to customer relations, "the back end (most proximal where other devices and plastic stents are loaded on to advanced down the wire and through the scope) of the wire guide that comes with the dash sphincterotome seemed to be bent/kinked. They made several attempts to advance double pigtail stents over the back end of the wire. The pigtail of the plastic stents kinked and would have to be discarded-they used two that kinked. They removed the kinked wire guide from the dash and put in a jagwire from boston scientific and placed a double pigtail stent successfully". Per complaint form received from the dm: the dash sphincterotome was used to do a sphincterotomy to remove stones. The back end of the wire guide was reported to be kinked when the package was opened. After trying to sweep stones from the duct with a balloon extractor, they could not get them all out so they decided to place a double pigtail stent. Because of the kink on the back end of the wire guide, the plastic stent would kink and would not advance, so they had to try a second stent and it happened again. So they removed the kinked wire and advanced a boston sci .025 jagwire and they were able to place the third stent successfully with the new wire. The procedure was successfully completed.

Event description:
Report is being submitted under the precedence of "stent kinked". As reported to customer relations, "the back end (most proximal where other devices and plastic stents are loaded on to advanced down the wire and through the scope) of the wire guide that comes with the dash sphincterotome seemed to be bent/kinked. They made several attempts to advance double pigtail stents over the back end of the wire. The pigtail of the plastic stents kinked and would have to be discarded-they used two that kinked. They removed the kinked wire guide from the dash and put in a jagwire from boston scientific and placed a double pigtail stent successfully." Per attached complaint form received from the dm: the dash sphincterotome was used to do a sphincterotomy to remove stones. The back end of the wire guide was reported to be kinked when the package was opened. After trying to sweep stones from the duct with a balloon extractor, they could not get them all out so they decided to place a double pigtail stent. Because of the kink on the back end of the wire guide, the plastic stent would kink and would not advance, so they had to try a second stent and it happened again. So they removed the kinked wire and advanced a boston sci .025 jagwire and they were able to place the third stent successfully with the new wire. The procedure was successfully completed.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Importer site contact and address: (B)(6). Importer site establishment registration number: (B)(4). Lab evaluation: 2 x zso-7-7 devices of an unknown lot number was involved in this complaint. The devices were not returned for evaluation. Therefore, a document based investigation was completed. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. A possible root cause may be attributed to user error as the user used a damaged wire guide that was part of the dash sphincterotome with the cook medical zso device, which may have caused the kinks in the first two stents that the physician was trying to deploy during the procedure. However, as the device was not returned for evaluation, this cannot be conclusively determined. The complaint is confirmed based on the customer¿s testimony. Fqc review: prior to distribution, all zso devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. IFU review: it may be noted that according to the instructions for use, ifu0045-6, the user is advised of the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ summary: the complaint is confirmed based on the customer¿s testimony. Complaints of this nature will continue to be monitored for potential emerging trends.